Manufacturer narrative:
(B)(4). Concomitant medical products: s1s hip neck adapter -6mm, pn 431188, ln 100460. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00346. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure due to the dislocation which was found while the drains for the previous infection were being changed. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : item # unk, unknown head bone cement mold, lot # unk. An additional report has been submitted for this event: 0001825034-2019-02021. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.